Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer david states right motor cable has damage. Dealer stated chair intermittently stops with error on screen.